Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The grub screw on o2 -n2o chain system was tightened, and the unit was returned to service.

Event description:
The hospital reported the unit was able to deliver a hypoxic mix. There was no report of patient involvement.